Manufacturer narrative:
(B)(4).

Event description:
It was reported that yellow tinted drug was aspirated from the catheter access port during a refill. The catheter access port was aspirated to confirm catheter patency because the patient was only getting some relief even after the dose was increased. It was noted that at first, the health care professional (hcp) did not get any fluid back but when she pulled the needle back, there was free fluid flowing. The hcp got 1 cc of fluid back, but the fluid had ¿a really strong yellow tint to it.¿ it was noted that the fluid started out clear but when they looked at it in the syringe, it looked very yellow. The hcp aspirated the catheter access port just once, and the hcp was very confident that the needle was in the catheter access port. The patient outcome was noted as no injury. The pump was being used to deliver baclofen.